Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. While prepping the 3.0x16mm liberte' bare metal stent, when the sheath was pulled off to expose the stent, the stent dislodged from the balloon. The procedure was completed with another liberte' bare metal stent. No pt complications occurred as there was no contact with the pt.